Manufacturer narrative:
We initiated an internal investigation upon receiving the MDR. Since the consumer did not return the device involved in the event, and the MDR did not provide the device's batch number, serial number, or UDI information, we are unable to accurately identify the batch of the device. We made multiple attempts to contact the consumer through various channels, but we were unable to establish communication. As a result, we retrieved other unshipped units of the same model from the customer's order for testing, and the test results were qualified. Given that the device mentioned in the MDR was not returned, no further investigation is required. We recommend that the consumer follow the instructions in the user manual when measuring to obtain reliable results.

Event description:
We initiated an internal investigation upon receiving the MDR. Since the consumer did not return the device involved in the event, and the MDR did not provide the device's batch number, serial number, or UDI information, we are unable to accurately identify the batch of the device. We made multiple attempts to contact the consumer through various channels, but we were unable to establish communication. As a result, we retrieved other unshipped units of the same model from the customer's order for testing, and the test results were qualified. Given that the device mentioned in the MDR was not returned, no further investigation is required. We recommend that the consumer follow the instructions in the user manual when measuring to obtain reliable results.

Event description:
The root cause of the event has not yet been determined. An internal investigation is currently underway. After reviewing relevant email records and consulting with our hotline staff, we were unable to locate any complaint record as described by the customer. Based on the information submitted by the customer, we were unable to obtain detailed device information such as the serial number, lot number, or UDI.we are actively attempting to contact the customer through multiple channels to retrieve the device for further analysis. The product's instruction manual includes the following warnings: "contact your physician for specific information about your blood pressure.self diagnosis and treatment which use measured results may be dangerous.follow the instructions of your physician or licensed healthcare provider."